Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03154, 2134265-2016-03155, 2134265-2016-03156. It was reported that dissection occurred. The target lesion was located in the mid left anterior descending (lad) artery. The lesion was noted to be generally long with some tortuosity. A mach1 guide catheter was placed. Pre-dilation was performed with multiple inflations as the physician noted that the lesion was more calcified than originally perceived during the initial fluoroscopy. A 2.50 x 16 synergy¿ stent was advanced and deployed at 16atms. A 3.00 x 24 synergy¿ stent was then deployed proximal to the first stent. The second stent had some difficulty tracking to the desired position, so it was deployed proximally with the intention of delivering a third stent to cover the lesion by overlapping with the distal and the proximal stent. The physician then delivered and deployed a 2.50 x 12 synergy¿ stent. He noted that the stent balloons would not back-track after deflation and attempted withdrawal in all cases. The last attempted withdrawal caused the mach1 guide catheter to deeply engage the proximal lad and potentially cause a small dissection of the lad. He decided to implant a fourth stent back to the ostium of the lad, in case there was a dissection flap. There was no issue with inflating or deflating the balloons and the stents appeared fully apposed prior to withdrawal. On review, the physician acknowledged there may have been a ¿¿spicule¿¿ of calcium in the lesion that may have proved resistant to initial balloon modification attempts. The patient remained well throughout. There were no additional patient complications reported and he was discharged the next day in stable condition.